Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported a blank display due to jumping into the lake. Customer states that the insulin pump has been working on and off. Customer also states that there is fluid under the lcd display. The blood glucose reading is 363 mg/dl. Advised customer to discontinue using the insulin pump. Nothing further reported.